Event description:
It was reported that one day post implant, while the patient was still hospitalized, the sensing and impedance had decreased. An x-ray showed the lead was dislodged in the right ventricle. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.